Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2024 was filed inadvertently. The correct date of awareness is (B)(6) 2024 and not november 06, 2024 as previously reported. Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange / troubleshooting / reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report.